Event description:
It was reported that patient underwent hip procedure on (B)(6), 2011. During the procedure, the surgeon opened an acetabular shell to find that there was no apical plug in the packaging. An additional acetabular shell was opened to retrieve the apical plug which could be used to complete the procedure. No injury to the patient or delay in the procedure was reported.

Manufacturer narrative:
The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Additional units from this lot were evaluated and reported condition was confirmed. Investigation is ongoing. This report submitted (B)(4), 2011.